Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received an inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were recommended. The patient was fine afterwards and no changes were made. Patient will continue to be monitored.

Event description:
New information received indicated that programming changes were made.